Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's device was alarming motor error alarm. No further information provided.

Manufacturer narrative:
The pump gave a motor error alarm during the displacement test due to an out of phase motor encoder signal. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the motor error alarm. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot and a cracked display window.